Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
A data log review showed purge pressure increasing after eight hours of support. No bag changes or motor current spikes were noted within five hours of the issue. A purge flow decreased notification was seen followed by a purge pressure high alarm. A new purge cassette was shown to resolve the issue. No further purge issue occur. The cause of the purge pressure high was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
The impella 5.5 was erroneously reported on the initial and should be reported against the purge cassette. The investigation was completed and no device was returned. Investigation summary: purge pressure high: the cause of the purge pressure high was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A high purge pressure alarm was noted on the impella connect. De-air was performed. Reducing the dextrose concentration resolved the issue. The sidearm was cleaned and the sidearm retainer was used. Motor currents were monitored for rises. The purge cassette was removed and reinserted into the console and resolved the issue. The procedure was successful.